Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has issued a return material authorization (RMA) to have the device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer called in explaining that they did not have video image in one of the surgeon side console (ssc) high resolution stereo viewers (hrsvs). Prior to contacting intuitive surgical, inc. (Isi) technical support, they tried powering the system off, reconnecting all blue fiber cables and turning it back on with no improvement. The isi technical support engineer checked the error logs and found error 48218 pointing to an issue with the endoscope. The tse asked the isi clinical sales representative (csr) if they had a spare endoscope, which was not the case, since they also had another faulty 30-degree endoscope and the replacement had not arrived yet. The csr explained that they would finish the surgery in this configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed and, in the logs, no data was found to indicate that a fault had occurred in the field. Upon visual inspection of the hrsv, no issues were found that would be related to the reported event. The monitor was installed and tested on a test system and it powered on showing a blank screen. The complaint was confirmed by failure analysis testing.

Event description:
Refer to h11 for follow-up information.